Event description:
Related manufacture ref: 3004936110-2021-00332.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6 one i3 unit with main unit was returned for analysis. A test power supply was used for performance testing due to the extent of the returned damaged power supply. The unit was powered on with no discrepancies multiple times and passed diagnostic testing with the test power supply connected directly to it and patient data backup was performed successfully. Using a test power cord, the unit passed diagnostic test with no spark observed. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported sparking was due to a damaged power supply.

Event description:
The patient reported that the power cord was frayed, a spark occurred and charred her personal pillow. The patient advised that when she pushed the pes against a personal pillow to support her head, the wire sparked and burnt her personal pillow.